Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4) .

Event description:
It was reported that during a bladder tumor removal procedure on (B)(6) 2024, the cutting loop broke off. They were able to complete the procedure without any patient injury, and were also able to retrieve the broken piece.

Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Per investigation by the manufacturing site: as can be seen in the attached pictures, the cutting loop is broken. The diameter of the wire at the point of breakage indicates that it has been in use for a longer period of time. Due to wear and the thinning diameter, the loop can break quickly as a fold. The melting on the insulation also shows that it has become very warm, which may be due to the fact that it was not operated in batches, for example. The IFU advises customer to check the cutting loop for damage before each use. This event is filed under internal complaint ID (B)(4).